Event description:
Reportable based on device analysis completed on 01aug2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 32 x 3.00 promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed from the patient intact. Another stent was used and completed the procedure. No patient complications were reported. However, returned device analysis revealed a hypotube shaft break.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 55cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found multiple kinks and stretching along the extrusion. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.